Event description:
It was reported that the patient's device had disabled due burst watchdog timeout as the magnet and autostim output currents were both set to same output current at the time of the error. Autostim was enabled after re-interrogation. Company representative explained to the neurologist about the burst watchdog issue and the physician will programmed the magnet output current to be greater than autostim output current. Internal investigation revealed that this issue was related to an unintended design issue within the firmware, which allowed a few additional seconds of stimulation (on time) to accumulate enough to trigger the burst watchdog timeout event when certain conditions were met involving autostim and magnet modes.